Event description:
It was reported that device broke into pieces and was snared out. The target lesion was located in the peripancreatic abscess. A 10.3/25 expel drainage catheter with twist-loc hub broke into pieces after one week of implantation. The drain was then snared out completely from the patient's body. The procedure was completed with a different abscess drain. No further complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two separate sections with evidence of cracks along the device and pigtail, also, the device has a section damage with a knob, no other damages or anomalies were noted.

Event description:
It was reported that device broke into pieces and was snared out. The target lesion was located in the peripancreatic abscess. A 10.3/25 expel drainage catheter with twist-loc hub broke into pieces after one week of implantation. The drain was then snared out completely from the patient's body. The procedure was completed with a different abscess drain. No further complications were reported and the patient's condition was stable.